Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed due to fusion on the device. Technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.